Manufacturer narrative:
The manufacturer internal reference number is: (B)(4). Reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during an intraocular lens (iol) implantation procedure, he had to widen the incision for every suspect device used. The surgeon stated that the usual incision size was 2.4 mm, but this was not enough for the suspect device, so he had to widen the incision to 2.5 to 2.6 mm to insert the cartridge tip into the patient eye. There was patient contact, but no impact on the patient as the cataract operation was completed without any problems after the incisions were widened. There are seven medical device reports associated with this complaint. This report is 1 of 7.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Corrected information provided in d.10. , b.2. And h.6. Correction: on initial MDR the product problem code should have been a0203 instead of a24 the manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.